Event description:
The reporter stated that the surgeon was inserting a visian icl (implantable collamer lens) model micl 13.2mm and the lens tore. The surgeon removed the lens with no patient injury and put in a back up lens.

Manufacturer narrative:
Results - a lens serial work order search was performed for similar complaints within the search and no similar complaints were found.